Manufacturer narrative:
(B)(4). Upon evaluation of the device, it was determined that the cause of the increased intra-peritoneal volume (iipv) event was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the occurrence of an increased intra-peritoneal volume (iipv). The device was determined to meet functional and electrical performance specification requirements. No failure or malfunction was identified with the device that could have caused or contributed to the reported issues. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced an increased intra-peritoneal volume (iipv) event while on the homechoice (hc) during dwell. The patient ended therapy and a high drain 201 alarm sounded. A swap of the hc and cassette was advised and the home patient planned to do manual exchanges until the new supplies arrived. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) and inform them of the event. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.